Manufacturer narrative:
The complaint of inadequate instructions which resulted in the flushing stylet being cut in unconfirmed. An assessment of the included product literature found that two instructions for use document are included in the kit: one for the microintroducer kit, and one for the product catheter. Ultimately, the assessment concluded that both wires are to be removed, neither was indicated to be cut, and there was adequate distinction between the two forms of wires. A lot history review (lhr) of reyd0071 showed no other similar product complaint(s) from these lot numbers.

Event description:
Otherwise competent practitioner inserted PICC lione and failed to recognise that there was a second guidewire/stylet to be removed as the terms were used interchangeably in the guidance documents. In the event, the stylet was left in situ and not discovered for 3 days. Total device removed and treatment continued via peripheral access.